Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. A crack in the dso (downstream occlusion) seal was observed. The customer's reported complaint was confirmed. The root cause was the faulty dso seal. The dso seal was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the occlusion sensor cover of the device was split. The event occurred during preventive maintenance inspection. There was no patient involvement, and no patient harm/adverse event reported.